Event description:
It was reported that the external pulse generator (epg) self-test had been interrupted upon start up when error code initially presented itself. The epg battery was removed and the device was reset. Epg is working as designed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).